Manufacturer narrative:
The cause of the stuck finger by the imt probe was user error. The operator did not follow instructions for replacing the probe.the instrument is performing within specifications.no further evaluation of the device is required.

Event description:
An operator was replacing the imt probe and was stuck on the finger by the probe. The operator is receiving triple therapy.